Event description:
The important problem which I have encountered was not necessarily the use of a device though I am speaking about laser hair removal. During the time period after I had my beard removed, I encountered a great deal of odd life situations. Now that it has been seven years I know that it has evolved into a strange mental disorder. A lot of the time when people are talking to me I can not figure out why they are saying the things they are saying. For a while they were saying that I was behaving differently than I had before and that strangers expected me to behave in a way that I could not have dreamed. As some sort of rescue my mind now interferes with my everyday conversations by speaking words in my head of which I certainly can not understand. I am not sure whether I should try and understand these words. It seems as though my natural ability to understand conversations has been permanently damaged. Thus I am now on a journey to repair my face, or understand the psychotic voices which I obtained by having hair removal performed on my face.